Manufacturer narrative:
Coil protrusion.

Event description:
It was reported after occluding the last of the three aneurysms in the right anterior cerebral artery (aca), the physician realized that one of the coils was partially occluding the right aca. The physician decided to place a stent in order to re-establish patency. Placement of the stent was reported to be uneventful. Post-operatively, the patient developed a subarachnoid hemorrhage. Subsequent treatment and patient's condition are unknown. No further details have been provided thus far.